Event description:
Boston scientific received information that during a change out procedure, the physician experienced difficulty removing the right ventricular (rv) and right atrial (ra) from the header of the device. After several attempts, the physician had to cut and surgically abandoned the leads. New ra and rv leads were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was severed at 45 mm from the terminal pin and only the proximal segment was returned. Visual inspection found blood and body fluid in the terminal area, especially the terminal insulation and ring. Further inspection noted deformed conductor coils along with puncture holes in the insulation at 30 mm from the terminal pin, which was determined to be most likely from some type of grabbing tool. Analysis was not able to confirm the leads stuck in the header of the device as it was determined that they were able to be removed in the lab without incident.